Event description:
A physician was attempting to deploy an assurant cobalt balloon expandable peripheral stent to treat a lesion in the left subclavian with 90% and moderate calcification. The lesion was pre-dilated. It was reported that the assurant cobalt device was advanced to the lesion but was unable to cross the lesion. When the device was being removed from the patient, the stent became lodged in the mid position of the stenosis and during device withdrawal from the vessel the stent dislodged from the balloon catheter. A balloon was advanced into the stent and inflated; however the stent would not come back into the sheath. The sheath with the balloon were removed from the patient; however, the stent stayed in the patient¿s right common femoral artery. The patient was sent to surgery where stent was removed and the artery was patched. The patient is reported to be recovered. No other clinical sequelae were reported. Device evaluation: the stent was returned off the delivery system. The stent was bent and had raised struts. The delivery system shaft was kinked. Crimp impressions were evident along the balloon. The distal tip was damaged. Cine image review: the procedural images confirm a lesion with significant stenosis and tortuosity. Pre-dilations are done with a waist in the balloon evident during inflation indicating a resistant lesion. There are no images of the assurant cobalt stent dislodgement or the attempts to remove the stent.

Manufacturer narrative:
Evaluation results: unapproved use of device (device used in the subclavian vessel). Inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology, significant stenosis, evident on the procedural images). Deformation problem. Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, significant stenosis, evident on the procedural images). Known inherent risk of procedure (stent dislodgement). (B)(4).